Event description:
It was reported that "ground pad failed during procedure."

Manufacturer narrative:
We are in the process of gathering additional information regarding this incident. When the quality engineer has finished the investigation we will file a supplemental report.